Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with primary osteoporosis and compression fracture underwent balloon kyphoplasty at l2 in which cement was implanted into patient's body. The procedure was completed successfully. On (B)(6) 2012, post-op, patient¿s nrs (numeric rating scale) score worsened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.